Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the cubie was not opening.the customer reported that the malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed to open. The field service engineer (fse) had attempted to contact the customer regarding the reported issue but had received no response. As a result, the case had been closed. The customer had been advised to call back if the issue remained unresolved.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the cubie was not opening.the customer reported that the malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.